Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient, (B)(6) /2025, the patient inserted two consecutive sensors and alleged the sensor wires were missing from the sensor pod. The patient had no symptoms but worried that the wire might have detached from the sensor pod and remain under the skin. On (B)(6) 2025 and (B)(6) 2025, decom technical support contacted the patient¿s sister to confirm further details. On the day of the first report, (B)(6) 2025, the patient's sister took him to the emergency department (ed) for an evaluation of the site. In the ed, the attending physician conducted exploratory surgery and created minor incisions at two separate insertion sites. An ultrasound was performed to examine both areas, confirming that no sensor wire was retained under the skin. The surgeon subsequently sealed both incisions using surgical tape instead of stitches. They chose to inspect the wearables and found the wires had become lodged within the wearable openings (goose-necking). The sister of the patient subsequently gave an unused sensor to the doctor for analysis and comparison with goose necked sensors. At the time of the report, the patient was in stable condition. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.